Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Error 48216 was found in error logs. The endoscope was visually inspected and found with mechanical damage to the distal tip. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction and the adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. A visual inspection of the endoscope found cosmetic damage; the housing shell exhibited laser marking fading and/or removed. There also was a minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. A visual inspection of the endoscope cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed and detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to camera button. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. Button failure is caused by loose desiccant. Loose balls were removed and buttons work properly in quality assurance plan (qap). The reported event was not confirmed as failure analysis found no image distortion issues.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the 30-degree endoscope plus had a distorted image. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.